Event description:
Customer reported unexpected negative reactions when testing sample with capture-r ready ID (crrid) extend I on the galileo. Patient identified to have an anti-jkb.

Manufacturer narrative:
Visual review of the images retrieved. All samples tested were visually negative, nice tight button with no red cell adherence. Controls acceptable on both samples tested on the plate. Customer has not experienced the reported issue again. Cannot rule out sample quality as the cause of the unexpected reactions.